Event description:
The plaintiff was implanted with an ams monarc sling to treat her stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," emotional distress, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.